Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the mp80 monitor was mounted on a vertical height arm on a wall channel. The complete assembly (mp80, rack, arm and wall channel) came away from the wall. It took all 4 fixings (rawl plugs) out of wall. A staff member saw the assembly start to fall and caught it (no injury to staff member). There was no patient involvement. No adverse event or patient/user harm.